Event description:
It was reported that during a ladg procedure, an error occurred at the end of surgery. It was not noticed until after surgery that the blade broke. The broken piece was retrieved. There was no adverse consequence to the patient.